Event description:
Meter name: one touch ii, strip name: lifescan one touch teststrips, meter code: unknown, strip code: unknown, strip storage: unknown. Symptoms: sweating, hot sweats, shooting pain. A patient reported they were hospitalized. Their meter allegedly was inaccurately low and would only prompt clean test area. The result on their meter was unknown. No comparison reported. The customer reports blood glucose readings of 275 mg/dl, 310 mg/dl, 280 mg/dl, and 400 mg/dl. It is unknown as to whether these readings are from the customer's meter, their friends meter or taken at the hospital. Treatment: medication adjusted. When patient was at the hospital, they changed their insulin to a sliding scale. (At 10am 2pm and 9pm). No further information has been reported.